Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need to speak to the manufacturer representative (rep) about the device. Patient stated where the implant is located is giving them a weird feeling and it is quite painful and this started 2 days ago. Patient said they have turned the stimulation off and it went away but they are nervous to turn it back on because it is so painful. Patient also stated that their doctor mentioned the ins needed reprogramming. The patient was redirected to their healthcare provider to further address the issue. Agent provided national answering service (nas) phone number for healthcare provider office to call. Patient mentioned seeing a device not found screen on the controller. Agent did not proceed troubleshooting due to nature of the call.

Event description:
No new information.

Manufacturer narrative:
Fdd code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the weird feeling was a sensation going around the implant and upper back. The cause was not determined. The hcp wanted the patient reprogrammed. The sensation was happening when the device was off. The issue was not resolved.

Event description:
Additional information was received from the patient. It was reported that the weird feeling was a sensation going around the implant and upper back. The cause was not determined. The hcp wanted the patient reprogrammed. The sensation was happening when the device was off. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.